Event description:
Hospital advised that a 500 ml bag of heparin was set up to infuse on channel b at a rate of 6cc/hr and volume to be infused was set at 106cc. Nurse reported that the whole bag infused prior to the intended time.